Event description:
It was reported that the patient had a spectra non-inflatable penile prosthesis implanted on (B)(6) 2014. The device will be removed due to infection, removal date not provided. It is uncertain which, if any, components will be replaced at this surgery. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Device was returned for evaluation. Analysis results indicate the device operated according to specifications.